Manufacturer narrative:
Device passed displacement test. Device was received with broken off the belt clip rails. The p-cap locks properly into place. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the back of insulin pump had missing top corner piece . Customer stated there was physical damage to the reservoir lip ring. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.